Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their teeth movement are not correct, and their situation is now even worse than before they started. Patient has had two different dentists tell them that they need braces and cannot achieve desired results with clear aligners. Requested letter of recommendation. Requested lor to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.